Event description:
The facility representative reported a colleague infusion pump with a battery failure. The event was reported to have occurred upon power up in biomed service. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "battery failure" was confirmed by baxter personnel during product evaluation. The root cause was assigned to use/user error. The main batteries and battery harness were replaced to correct this condition. The user interface module software version is 5.09.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up medwatch will be submitted.